Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blurred vision and right arm weakness remains unknown.

Event description:
Related manufacturing ref: 3005334138-2020-00118. One day post ablation procedure, the patient experienced blurred vision. CT revealed no neurological deficits and the patient was discharged. Three days post procedure, the patient experienced right arm weakness. An additional head CT was performed and revealed no acute changes. Aspirin was given and the patient was discharged the next day. There were no performance issues with any abbott device.